Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor provided a reading of 231 mg/dl after a day of porting that was higher when compared to 42 mg/dl obtained on the built-in reader. On (B)(6) 2018 the customer experienced symptoms described as "being chalk pale" and "talked nonsense". He was unable to self-treat and his girlfriend provided food and drink as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor provided a reading of 231 mg/dl after a day of porting that was higher when compared to 42 mg/dl obtained on the built-in reader. On (B)(6) 2018 the customer experienced symptoms described as "being chalk pale" and "talked nonsense". He was unable to self-treat and his girlfriend provided food and drink as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.